Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The lesion being treated was located in the heavily calcified, moderately tortuous mid left anterior descending (lad) artery. The lesion was predilated with a 2.5 x 15 mm maverick balloon. While attempting to deliver the 3.00 x 24 mm taxus express2 drug eluting stent, the stent struts lifted off the balloon. The procedure was completed using another 3.00 x 24 mm taxus stent. No patient complications were reported. Patient status reported as "ok."

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.